Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "whilst pulling the "peel apart cannula" the whole catheter has broken. Associated complaints (B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and potentially relevant findings were identified. Multiple non-conformances were identified for batch 34c23d0085 regarding "peel-away sheath body separation in use"; however, it cannot be determined if the findings were relevant to the reported event without the device returned for evaluation. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "whilst pulling the "peel apart cannula" the whole catheter has broken. Associated complaints 9680794-2024-00829 and 9680794-2024-00828.